Event description:
It was reported that when the tubing is hooked up in the vent, the pump module creates a vacuum in the bag. Some combination of viscous solution in the glass bottle combined with the saline bag feeding the same line causes a vacuum to form on the bottle side. It was noted as, ¿unknown¿ if patient care was delayed, however; it was confirmed that this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report of a vacuum in the bag during infusion was not confirmed or replicated. The suspect primary tubing and concomitant syringe tubing were not received from the customer for inspection and testing. The concomitant pcu, pump module, & syringe module were returned for investigation. Functional testing of priming and infusing with a glass bottle, following set¿s directions for use, using the received pcu, pump module, & syringe module observed no vacuum in the IV bag or tubing during infusion. The root cause of the customers reported vacuum to form during infusion could not be determined as we were unable to replicate the reported event during testing using the received concomitant devices and using lab tubing.

Manufacturer narrative:
Patient information was requested, but not provided. The affected concomitant product was received on 02/17/2020 and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that when tubing is hooked up in vent, the line creates vacuum in bag. Some combination of viscous solution in glass bottle combined with saline bag feeding same line causes vacuum to form on bottle side. There was no impact to the patient.